Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The pump was received with a cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer also reported that there was ink coming out of the screen. The customer's blood glucose was 302 mg/dl at the time of incident. The customer stated that they could not read the screen. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.